Manufacturer narrative:
The date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2023-03966 . It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of both leads. As a result, surgical intervention may be taken to address the issue.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgery took place on (B)(6) 2023 where the leads were repositioned to address the issue.